Manufacturer narrative:
(B)(4).

Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "peel away sheath is facturing at the white wings were you peel it. One wing is consistently falling off thus creating a risk to patients." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and findings were identified. Without the sample returned for analysis, it cannot be determined if the findings were relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4. - unique identifier (UDI)# corrected to (B)(4).